Event description:
It was reported that during the procedure in the proximal right coronary artery for treatment of a de novo lesion, post-dilatation was performed using a 3.5 x 12 voyager nc balloon. The balloon was inflated one time to 10 atmospheres. The balloon was completely deflated prior to removal. During removal of the dilatation catheter, the catheter became caught at the 6f non-abbott femoral sheath. The physician needed to apply a bit of effort to pull the catheter through the sheath. Once outside of the anatomy, the physician noted that the re-wrap of the balloon was irregular (bump) and felt that this may have been the reason for the resistance during removal. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulties were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.